Manufacturer narrative:
(B)(4). Corrected information: device evaluation had been completed at the time of the initial submission. This device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. The customer returned a photograph of the device to baxter for evaluation, however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(6) that the reservoir of an intermate lv 250 device ruptured during patient use. The device was infusing the patient with filled with 250 milliliters of a solution of colimycin and nacl when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.